Event description:
During preventative maintenance of the machine, the gambro technical services rep found that q7 on the ultrafiltration cca was shorted causing a hard failure of the ultrafiltration pump. The shorted q7 sent a constant 24 v signal to the magnet in the pump causing the pump not to pulse. No pt involvement was reported.